Event description:
It was reported that during central processing, a broken cable on the mega needle driver instrument was noted. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that one grip close cable is broken at the distal idlers. The idler pulley spins freely and was not damaged. The cable segment sticks out at the wrist. Other cables at the wrist are not damaged. The instrument has 3 uses left. Additional findings revealed scratches and indentations on distal pulleys. There are scratches on the surfaces of both pulleys and indentation on the edges of both pulleys as well. On (B)(4) 2013 a follow up call was made with the customer regarding the failure analysis findings. It was stated that no fragments were observed falling into the patient. The reported instrument issue was found during cleaning and sterilization. No further information was available. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.